Event description:
It was reported that the customer passed away on (B)(6) 2014. It was reported that the cause of death was due to cardiopulmonary arrest secondary to diabetes. Customer was wearing the insulin pump at the time of death. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.